Event description:
(B)(4). I found to have a severe allergic reaction to nickel, alloy, and cobalt and have developed constant back pain, hip pain, 2 week bleeding during my cycles, headaches, fatigue, brain fog, confusion. My device was provided by my insurer and was placed in my ob/gyn office.